Event description:
It was reported that the patient underwent a stenting procedure in the moderately calcified right coronary artery. A 6.5 mm accunet embolic protection device was passed through the lesion and deployed in the distal right internal carotid artery. Pre-dilatation was performed with a 4 x 30 mm dilatation catheter inflated to 6 atmospheres. A 7-10 x 40 mm rx acculink stent system was advanced into the patient anatomy to cover the distal portion of the target lesion. During deployment, the stent jumped and was deployed so that part of the stent extended into healthy tissue, outside the intended location. A 7.0 x 20 mm rx acculink stent was then deployed to cover the proximal portion of the target lesion, overlapping the first stent. Final angiography revealed patent stents. One day post procedure, the patient experienced minor facial paralysis. Post procedure national institutes of health stroke scale revealed very slight asymmetry on smiling. No treatment was provided and the facial paralysis resolved without sequelae the same day. The patient was discharged to home one day post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: clopidogrel, aspirin, embolic protection: rx accunet, 6.5 x 90. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.